Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced issue with 3 infusion sets a white deposit in tubing on (B)(6) 2024. No further information.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.